Manufacturer narrative:
The pad device history lod revealed the device failed most tests between (B)(6) 2009 and (B)(6) 2011 due to a low battery. Between (B)(6) 2011 multiple manual self tests occur mainly of 10 minutes duration. The problem with the device was attributed to a fault in the membrane. The status indicator fault was caused by the insertion of a depleted pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the green status indicator is flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.